Manufacturer narrative:
Visual inspections and chem analysis were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances; however, loctite was observed to be blocking the suture bearing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to a potential product quality issue due to loctite blocking the suture bearing. The issue is being addressed per internal operating procedures. The subsequent treatment appears to be related to procedure circumstance. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Due to the reported difficulty, unused sterile devices were returned from the account. An acceptance sampling was performed in which all devices passed demonstrating that the suture bearing on all these devices were not blocked with loctite.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of the right common femoral vein was attempted using a prostyle device with an 8f sheath after an atrial fibrillation electrophysiology procedure. Reportedly, the suture was deployed, the foot lever retracted and the suture cut. The device was stuck and could not be removed completely. The device could be removed as far as the footplate area on the outside of the body. The suture was cut from the anatomy and the device was freed. The prostyle suture was noted to be stuck in the o-ring and would not release. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.